Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received with regards to a chemolock bag spike with additive port, 5 units became detached during patient use. It was reported that the product has a random showing of what looks like ultraviolet (uv) glue in tubing and detachment of the cl port on (B)(6). There was patient involvement and no patient harm.